Event description:
Reported 1 discordant sars result for one patient tested on day 4 of onset of symptoms. The customer communicated the result was confirmed positive by molecular (rt-hda testing) and negative on the sars. The customer reports patient had previous covid-19 infection 2 months prior and symptoms are the same which is why provider does not know which result could be erroneous.

Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.